Event description:
A 3.5mm diameter x 18 mm length endeavor rx drug-eluting coronary stent was deployed in a pt with cardiac angina. The target lesion, located at the bifurcation of the lmt-lad#6, was described as severely calcified and exhibiting 90% stenosis. The relevant stent was deployed in a t-stent formation with another manufacturer stent deployed in a lcx #1 then another manufacturer stent was then deployed distal to the relevant endeavor rx stent. Two days post-procedure, the pt presented with symptoms and total occlusion from lmt through lad and lcx was confirmed. Thrombus aspiration and poba were performed under support of iabp (intra-aortic balloon pump) and pcps (percutaneous cardiopulmonary support device). The blood flow was secured; however, the next day the pt expired due to myocardial infarction. The physician stated that the pt may have been taking an insufficient loading dose of clopidogrel and this may have impacted on the resulting thrombus. The physician also commented that the "event occurred most likely due to the t-stenting technique between lmt-lad and lcx therefore, the event could have been happened with any other drug-eluting stent". The root cause of the acute ami resulting in the pt death has not been identified. Based on the information available, the device has not been identified as the root cause of the stent thrombosis and pt death. As commented by the physician, the thrombosis would possibly have occurred with any stent device. The endeavor stent was deployed at bifurcation in a severely calcified lesion adjacent to 2 other stents. Use in this situation contraindicates the recommendations in the product IFU. In addition, the physician suggested that the loading dose of clopidogrel may not have been sufficient.

Manufacturer narrative:
Evaluation: results: stent thrombosis, death. Endeavor rx stent deployed at bifurcation in a severely calcified lesion adjacent to 2 other stents. Conclusion: endeavor rx stent deployed at bifurcation in a severely calcified lesion adjacent to 2 other stents. Secondary intervention: thrombus aspiration, poba).